Event description:
It was reported that the shaft detached from the device and fell into the surgical site during a femoral canal washout procedure. It was removed with a hemostat. There was no treatment needed. A back-up device was retrieved for use with 5 minutes delay. The case was successfully completed.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.